Event description:
Contact lenses snapped into two pieces when attempting to remove them. They broke into two pieces inside my eye and I had to fish for them to get them out. This happened more than once, about 3 times. The contacts broke when I took them off on my fingers a couple more times too. FDA safety report ID# (B)(4).